Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since 1/jan/2019, was hospitalized for peritonitis on (B)(6) 2021. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient presented to the emergency room with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (cloudy effluent, elevated wbc¿s) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, duration not provided), however when the peritoneal effluent fluid culture returned positive for enterococcus on (B)(6) /2021, the patient¿s pd catheter (not a fresenius product) was removed. The pdrn stated the patient¿s remaining antibiotics will be delivered intravenously. The pdrn reported the patient underwent a colonoscopy on (B)(6) 2021 without informing the clinic, and therefore was not reminded to utilize an ¿antibiotic pack¿ following the procedure. During the procedure, the patient¿s small bowel was perforated, and bowel content leaked into the peritoneal cavity causing the peritonitis. The patient was transitioned on hemodialysis (hd) following the pd catheters¿ removal without issue and has decided to remain on outpatient hd for personal reasons. The pdrn stated the events were unrelated to any fresenius device(s), drug(s) and/or product(s) deficiency or malfunction. The patient was discharged on (B)(6) 2021 and began undergoing outpatient hd therapy the following day without reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis (characterized by abdominal pain, drain complications, elevated wbc cell count), which warranted hospitalization. The patient was treated with antibiotics, however due to the nature of the infection the patient¿s pd catheter (not a fresenius product) was removed, and the patient transitioned to hd. Causality was attributed to a recent colonoscopy where the patient¿s small bowel was perforated, allowing bowel content to spill into the patient¿s peritoneum. Additionally, the patient has standing orders for antibiotic usage following a colonoscopy, however the patient neglected to instill the antibiotic. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). Enterococci are part of a humans¿ normal intestinal flora and are frequently linked to treatment failure and subsequent catheter removal. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2019, was hospitalized for peritonitis on (B)(6) 2021. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient presented to the emergency room with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (cloudy effluent, elevated wbc¿s) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, duration not provided), however when the peritoneal effluent fluid culture returned positive for enterococcus on (B)(6) 2021, the patient¿s pd catheter (not a fresenius product) was removed. The pdrn stated the patient¿s remaining antibiotics will be delivered intravenously. The pdrn reported the patient underwent a colonoscopy on (B)(6) 2021 without informing the clinic, and therefore was not reminded to utilize an ¿antibiotic pack¿ following the procedure. During the procedure, the patient¿s small bowel was perforated, and bowel content leaked into the peritoneal cavity causing the peritonitis. The patient was transitioned on hemodialysis (hd) following the pd catheters¿ removal without issue and has decided to remain on outpatient hd for personal reasons. The pdrn stated the events were unrelated to any fresenius device(s), drug(s) and/or product(s) deficiency or malfunction. The patient was discharged on (B)(6) 2021 and began undergoing outpatient hd therapy the following day without reported issue.